Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic dissection. It was reported that during pre-op, difficulties with flushing the stent graft from side port was encountered. It was stated that the isotonic solution did not come out from the distal end of the stent graft. The physician then decided to proceeded with the procedure. The device was deployed and implanted with no issues. The cause of event was not reported. No additional clinical sequalae were reported and the patient is fine